Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown morphine 10mg/ml fo r a total dose 3.5mg/day via an implantable pump for spinal pain. It was reported healthcare professional (hcp) went to fill the pump and the pump was flipped. The hcp was unable to flip the pump back. A pocket revision occurred to fix the flipped pump. It was noted that surgical intervention occurred as the hcp anchored the pump in the pocket. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.